Event description:
It was reported that an ilet user unexpectedly encountered the ¿press and hold for drops¿ screen while attempting to announce a meal, and an agent guided the user off that screen after advising a disconnect; no alerts or alarms occurred, and troubleshooting and education were completed. No reported symptoms or adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included customer communication and guided troubleshooting. Investigation of this case revealed an unintentional navigation to a fill or prime-related screen while the infusion set and tubing were connected, with normal device function once the user exited the screen. It was concluded, based on previously established findings for similar reports, that user interaction and use sequence most likely contributed to the event.